Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, acrobat-I stabilizer arm was unable to tighten and broke during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical usage and evidence of blood were observed. The locking lever was at the mount jaw in the locked position. No visual defects were observed. The device was evaluated for its mechanical function. The locking lever was pulled away from the mount to unlock the mount jaw and then was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The stabilizer successfully locked itself on the blades without any failure. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob failed to tighten the arm. Based on the returned condition of the device and the evaluation results, the reported complaint "mechanical issue" was confirmed, but was not confirmed for the second reported failure "break". Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, acrobat-I stabilizer arm was unable to tighten and broke during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.